Manufacturer narrative:
The subject device was inspected at olympus (B)(4). It was duplicated the reported phenomenon. Also it was found that the reported phenomenon was caused by the power supply failure of the subject device. Omsc could not identify a root cause of the reported phenomenon. Observations: based on the following facts found out from the investigation, omsc surmised that the phenomenon occurred due to the faulty power supply unit. However, it could not identify the cause of the faulty power supply unit. According to the report of olympus (B)(4), the subject device could not be turned on, and it was due to the faulty power supply unit. As a result of checking the manufacturing history (DHR), there was no abnormality in manufacturing or modification. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the subject device could not turn on during preparation for the abdominal diagnostic procedure (a patient was not under anesthesia). The intended procedure was completed with another similar device and its procedure was not delayed more than 15 minutes. There was no patient injury associated with this report.